Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-dec-2018, UDI#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The healthcare professional (hcp) reported that the patient told them that the ins was explanted but the lead remained implanted. The hcp wanted to know if they can do an MRI. No further information could be provided at the time of report. No symptoms were reported in the event. Follow up information received from the healthcare professional (hcp) on jun. 14, 2019 reported that the reason for the patient's ins removal was that they needed an MRI. The date of removal was indicated as (B)(6) 2019. The hcp noted that they tried to removed the lead but was unable to. There were no further complications reported or anticipated.